Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 15 mmol/l (270 mg/dl) while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge.

Manufacturer narrative:
The device was received fully deployed. Investigation discovered an 0x6a alarm generated in the pod data, indicating occlusion during runtime (threshold exceeded, not at the end of bolus). The downloaded data did not show any timeouts or drive stalls during the pod's run. However, high pulse widths were observed at the end of the data run. No damages or defects were observed that could contribute to either the dislodging of the cannula or the observed hazard alarm. The exact cause of the reported dislodging could not be determined. The adhesive pad and welds were inspected and no abnormalities were observed. Although investigation found no evidence of damage, the reported adhesive issue could not be determined. During investigation, it was discovered the reservoir cap as well as the mechanism rails, slide insert, and o-ring were all damaged. The damage observed on these components closely match up with the damage observed on the interior of the top housing, indicating post use damage. Thus, all damages observed to those components can be attributed to post use damage. Additionally, all three batteries measured lowered than expected. A high shelf mode current was measured, which explains the low voltage measurements on the batteries. The high shelf mode current can be attributed to the post use damage.